Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction primary with mentor memorygel breast implants 350cc and experienced bilateral breast pain post-operatively. As a result, the patient underwent removal and replacement with non-mentor devices on (B)(6) 2024. Upon explantation, the right breast prosthesis was found to be discolored, and the left breast prosthesis found to have developed foreign matter. This report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2024 , the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant appears whitish on gel. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Discoloration of the implants as observed in the samples returned is related to the concentration of the triglycerides in the gel fillers and their degree of unsaturation. This finding is consistent with the reported discoloration of breast implant silicone gel in vivo in the scientific literature. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).